Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's condition (severe calcification) and operational context contributed to the event. The hospital inadvertently discarded device.

Event description:
Patient presented with severely calcified iliac vessels. Physician was unable to advance bifurcated delivery system past aortic bifurcation due to calcification. The device was removed, and 20fr then 24fr dilators were run up. A new bifurcated delivery system was opened and still could not be advanced. The device was retracted and on the way out, the iliac vessel was torn. A limb extension was implanted in an attempt to exclude the perforation in the iliac, however unsuccessful. The patient was converted to open repair, however, expired during the procedure.